Manufacturer narrative:
UDI: (B)(4). The devices were not returned to the complaints handling unit (chu) for evaluation. Neither device samples nor the tracking number was provided since the alert date of january 1st, 2017. Should more information and/or the device samples become available at a later date, this complaint file will be reopened and devices will then receive a full evaluation. The DHR review could not be conducted as the lot numbers are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. No emerging trends were found requiring further actions. No device or the photo was provided; therefore, the condition of the components is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. As no issues could be identified in the manufacturing or release of these products as no lots have been identified no further action required. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All 4 torque shaft x25 hexlobe¿s have significantly rounded off across 2 expedium sets. Believe this has been caused by faulty torque wrench handles. Torque handles appear stiff when trying to change torque setting. Only 2 torque shafts to be returned as 2 were disposed of previously by hospital when deemed faulty.